Event description:
A customer obtained a non repeatable false positive total b-hcg result on a patient sample. During trouble shooting of the result the customer observed a fluidics spring out of place and a crack in the line. A crimped fluidics line has the potential to cause biased results. There was no report of patient harm as a result of this event.